Manufacturer narrative:
(B)(4). This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The extracting stylet was stuck in the lead. An x-ray examination revealed all conductors are intact, no fracture observed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited noise and high out of range pacing impedance. A revision procedure took place during which the device was removed from the pocket and a tug test performed. The lead seemed secure. The impedance and thresholds numbers were good. The lead was removed from the device and re-inserted, the physician commented that the lead pin looked to be further in. The lead was manipulated and measurements were still good. Boston scientific technical services (ts) discussed that it could be an intermittent connection or device issue. The physician chose to replace both the lead and device since it was not clear what caused the issue. There were no additional adverse patient effects reported.